Event description:
A customer contacted beckman coulter inc. (Bci) stating that a crystalline build up of unknown origin was discovered on the reagent carousel from the unicel dxc 800 pro synchron chemistry analyzer. No injury or operator exposure was reported for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and was unable to identify the source of the crystalline material.